Manufacturer narrative:
(B)(4). Results of investigation: the service technician was able to duplicate the reported issue. All testing was performed using a good known test patient circuit. The ventilator failed internal peep test from ltv final test. Internal inspection revealed a hole in the tubing that connects to component pt2 of analog board causing ventilator to not read the peep. Replaced the tubing and connected to pt2 of analog board and the reported problem was resolved.

Event description:
The customer reported that the peep is not responding. When you set the peep to 20 on the ventilator, the display is indicating 1. The unit passed the leak test including leak test with test lung, and there was no patient involvement associated with this complaint.